Event description:
Customer trying to remove a sample cup that was stuck on the sample probe lost her grip of the samle probe and the tip when pulling the sample cup off. The tip of the sample probe scratched her right index finger. The operator was treated in the ER according to hospital lab procedures. She received anti viral therapy.

Manufacturer narrative:
Dimension operator tried to remove a sample cup stuck on the sample probe on her own and scratched her right index finger on the probe. The instrument is performing within specifications. No further evaluation of the device is required.